Manufacturer narrative:
The console was received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation has been completed.

Event description:
It was reported that the console started on fire during a surgical procedure. The case was completed with another device. There were no adverse consequences reported as a result of this event.